Event description:
In a journal article, the authors presented the results of a pt who had decreased visual acuity in her left eye and disturbing concentric ring dysphotopsias in both eyes after bilateral intraocular multifocal lens implants in 2006. This was mostly prominent during driving and in twilight situations. Bilateral yag laser capsulotomies failed to improve the pt's symptoms. The pt had undergone laser treatment for a peripheral retinal tear in the left eye in 1995. Photocoagulation scars peripherally in the left eye were observed during an examination in (B)(6) 2007, macular epiretinal membrane reduced the bcva in the left eye to 20/40. Her bcva returned to 20/30 after removal of the epiretinal membrane. The pt continued to report concentric ring. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Luttrull k, dougherty p, zhae h, mainster m. Concentric ring scanning laser ophthalmoscope artifacts and dysphotopsia in diffractive multifocal pseudophakia. Opthalmic surg lasers imaging 2010; (B)(4).